Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
The customer reported to baxter a clearlink system continu-flo solution set with 2-port manifold in which the gland inside of the port either separated from the port or was missing initially. According to the report, after finishing a piggyback infusion of an unknown antibiotic, the nurse disconnected a clearlink system continu-flo solution set used as a secondary intermittent line from a port on the primary tubing and the nurse did not check that port after removing the tube. Soon after, the nurse observed fluid and blood coming out of the port and noticed the self sealing protector (gland) was missing. The reporter stated "you can see the hard plastic that I assume is inside the port, which is where the self sealing cap of the port is supposed to be." The condition occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). One actual sample was returned to the plant for evaluation. The reported condition of "leaks" was not confirmed. A batch review was performed and no abnormalities were found. Therefore, an assignable root cause could not be identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.